Event description:
It was reported that a drill bit broke off in the mid-foot of a patient; the bit was not retrieved. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow-up information was received that approximately 10 mm of the drill bit was lodged in the patient's mid-foot. The surgeon was of the opinion that to remove the broken bit would cause more harm and leaving it in place would not cause future complications. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested but was reported by the hospital as not available for evaluation; therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event includes prying and/or leveraging on the device during use or mechanical damage to the device, such as dropping or hitting the device with another device prior to use. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Hospital is holding the device